Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer vsd muscular occluder was chosen for implant using an unknown delivery system. During the procedure, it was observed that the occluder did not conform to its desire shape, even after trying twice. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.